Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that a motor stall was seen upon initial interrogation of the pump. It was unknown if the patient recently had a magnetic resonance imaging scan. It was reported the stall had not recovered. The hcp planned to replace the device. The hcp reported that a dye study was performed and it was determined the patient had not been getting therapy for quite some time. No further complications were anticipated/reported.